Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, opening on posterior, red particles in the gel and crease fold. A visual and micro analysis was performed which identified: crease sharp, striated opening stress marks and wear abrasion. Based on the device analysis, the final assessment is a striated opening assessed as a surgical damage consist in the use of some surgical tool and an opening crease sharp on posterior assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.